Manufacturer narrative:
Concomitant medical products: 5076-45, lead, (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and fell hitting head, and was also experiencing lightheadedness for a month. It was noted that there was a lead warning for low impedance and possible atrial over-sensing was also noted on electrogram. Both the right atrial (ra) lead and the right ventricular (rv) leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's symptoms were not linked to performance issue with the implantable pulse generator (ipg) or ra/rv leads. The patient was upgraded to a cardiac resynchronization therapy pacemaker (crt-p) system. The ra and rv lead were explanted and replaced.